Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record cannot be performed. Complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel, improper bone preparation prior to insertion and/or prying or leveraging the driver while the implant is still loaded. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.

Event description:
It was reported that the proper technique was followed, drilling and tapping done. When it came to screw insertion the screwdriver had no torque and spun in the screw. Part of the screw was protruding from the patient. The screw cracked and had to be trimmed, the proud end flush to the bone. New screw was inserted separately then surgery was finished with a good outcome.